Event description:
Pt reported that she had a severe reaction to synvisc and only received 1 or 2 injections in left knee and could not complete therapy. Hours after getting the injection in late (B)(6), she had severe tightness in her knee, nerve pain, swelling, and redness. She was in bed for 10 days then had to use a wheelchair then a walker to get around. She had used synvisc in the past with no problems. Md is aware of reaction. Strength: 8mg/ml. Dose or amount: 1 syringe, frequency: weekly, route: intra-articular. Dates of use: from (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: (B)(6).